Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-624a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, two fibers exhibited "continuous stoppage/blinking very weak". Additional information noted "no error message on this unit at all. The first fiber failed at 44,699 joules and 8:43 minutes of use. The second fiber failed at 213,502 joules and 28:34 minutes of use. The fiber tip (cap) was cleaned during procedure. The procedure was completed with the third surgical fiber. Patient outcome: "ok". No patient or user injury was reported. This report is for the first fiber.